Manufacturer narrative:
Other relevant device(s) are: product ID: ev olutpro-26-us, serial/lot #: (B)(4), ubd: 01-dec-2019, UDI#: (B)(4). Product analysis: no product was returned.    Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, after good valve deployment, the nose cone was not centered when the delivery catheter system (dcs) was removed and dislodged the valve. A snare was used to position the valve in the ascending aorta. Subsequently a second valve was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.